Event description:
It was reported that an ilet bionic pancreas did not charge on the provided wireless charging pad and continued flashing, and the replacement charger also failed to charge the pump despite functioning with another device; the device was deemed nonfunctional, and a replacement pump and charging pad were arranged. Symptoms included none, and the user reported blood glucose was acceptable. Outcomes included loss of intended therapy delivery capability and the need for a replacement device and accessory. Investigation included troubleshooting with alternate outlets and repositioning on the charging pad, verification of charger function with a phone, review of device status, and collection of the serial number with return logistics for evaluation. Investigation of this case revealed a suspected device power/charging fault affecting the pump¿s ability to charge and maintain operation. It was concluded that the device experienced a charging system malfunction, a replacement was provided, and the user was advised regarding loss of water resistance and to maintain backup therapy.